Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and inspected. The customer's complaint was confirmed. The probe was broken at 16,1mm from the distal end site. The broken tip was not returned. It was discovered that the breakage of the probe started at the area where the cracks developed. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. The rear end of the tissue pad was worn out. There was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause could not be determined. However, a likely mechanism causing the broken probe might be the following: 1. Seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4.the output was continuously activated in state of above description 3, and a force was applied to the probe, causing the probe cracked. 5. A load was applied to the probe and it broke. The event can be prevented by following the instructions for use which state: ¿ "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the ptfe pad, or the probe tip may break and fall off, and partial separating of the ptfe pad may occur due to a local increase of temperature caused by the friction between ptfe pad and the probe tip during activation. ¿ do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or positioning the tissue, or twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a whipple procedure while using the thunderbeat 5 mm, 20 cm, front-actuated grip type s, the "branch" of the device broke off into the patient. The branch was removed and the surgery was successfully completed. There was no harm that occurred to the patient. Additional information was requested, but not received.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.